Manufacturer narrative:
A scientific review of the electronic patient record was completed and it was concluded that the steepness of qrs complexes and a measured rate less than 120 beats per minute led to the ¿no shock advised¿ decisions made by the lifepak® lp15 for analysis 5, which occurred at 3:35am. The decreased rate and increased steepness of the slopes of the qrs complexes are reflected in the resulting ¿no shock advised¿ decision resulting from analysis 5 when compared with analyses 4 and 6. There was no evidence of device malfunction and no issue was able to be confirmed.

Event description:
A customer contacted physio-control to report that their device did not detect a shockable heart rhythm during one of the analyses during a patient event. The healthcare providers believe the patient was in a ventricular fibrillation at the time. The analyses before and after this analysis did result in "shock advised" determinations and a shock was provided to the patient. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The device was not yet returned to physio-control. The electronic patient record of the reported event was shared with physio-control for review. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Customer is contacted for returning of the device for evaluation.

Event description:
A customer contacted physio-control to report that their device did not detect a shockable heart rhythm during one of the analyses during a patient event. The healthcare providers believe the patient was in a ventricular fibrillation at the time. The analyses before and after this analysis did result in "shock advised" determinations and a shock was provided to the patient. There was no report of patient harm associated with the reported event.